Event description:
It was reported that this right atrial (ra) lead was dislodged, which was confirmed through x-ray. Additionally, the physician stated that the patient had a history of twiddler syndrome. This ra lead was explanted, and a new ra lead of a different model was successfully implanted. No additional adverse patient effects were reported.